Event description:
The syringe used in drawing the medication from vials contain blood clots which colored the medicaiton. These syringes were freshly removed from a new box of syringes that had not been opened before.